Manufacturer narrative:
Block h6: patient code e1020 captures the reportable event of nausea. Patient code e1032 captures the reportable event of vomiting.

Event description:
It was reported that after the placement procedure, the patient felt nausea and vomiting, the office called the paramedics. The patient was outcome was unknown. The physician indicated that the device did not cause or contribute the patient complications.